Event description:
On (B)(6) 2010, the pt was treated for a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. On (B)(6) 2010, images revealed a type ii endoleak from the left subclavian artery. On (B)(6) 2010, the physician performed the coil embolization to repair the endoleak. The pt tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note add'l device implanted and related to this event: (B)(4).